Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 72 mg/dl. Reportedly, the pump was worn against the customer's skin. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump. The customer changed supplies and resumed insulin delivery.